Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be identified at this time. Additional information has been requested with no response to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that after an intraocular lens (iol) implant surgery the patient experienced a lens opacification. The iol was explanted and an iridectomy and vitrectomy were performed. Additional information has been requested with no response to date. This is one of two reports being filed for this patient. This report is for patient's left eye.

Manufacturer narrative:
(B)(4).